Event description:
The information received indicated that when the package was opened, the plastic was torn/broken in two parts. The inner pouch was broken. This started at the beginning of the package from the hook. The product was sterile because it happened while opening the outer box. The damages were noted after opening the package. The product was not used in the patient and will be returned for evaluation.

Manufacturer narrative:
Information received from an affiliate indicated that when the package was opened, the inner pouch was broken in two parts. This started at the beginning of the package from the hook. The product was sterile because it happened while opening the outer box. The damages were noted after opening the package. The product was not used in the patient. One unit of folded pouch packaging was received inside a plastic bag, no product was received. The pouch presented a missing area of film material, as shown in the attached picture. The tear piece of film was not received with the rest of the pouch. No elongation was observed on the cut section. The seal of the chevron looks to be in accordance with specifications. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of opened inner pouch was confirmed through failure analysis, the exact cause for the event could not be determined. Review of the information provided by the affiliate suggests that user handling may have contributed to the reported event. There is nothing to suggest that there is a design or manufacturing relates issue therefore no action is required.

Manufacturer narrative:
The product was returned for evaluation, however, the device analysis is not yet complete. Additional information will be submitted within 30 days from receipt.